Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that the patient faced an event kinked tubing with an infusion set which led to high blood glucose level 318 mg/dl that remianed for 2 hours. No further information available.